Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin pump error alarm. Customer's blood glucose level was 271 mg/dl. Customer reported that they were able to clear the alarm. Customer stated that they are not able to rewind the insulin pump. Customer stated stuck finger inside the reservoir compartment it was soaking wet with insulin. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 43 alarms noted during testing however, corroded motor home switch was found during visual inspection. No moisture damage found on the electronic assembly.